Event description:
It was reported by the clinical support specialist (css) that the staff was concerned about possible helium loss alarms. There was no blood in the tubing, and the connections were tight. The balloon volume had been decreased to 35, most likely due to insertion site partial kink. As a result, the patient was repositioned, and the hip hyperextended. The staff calibrated the fiberoptic, and there were no alarms after troubleshooting. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff was concerned about possible helium loss alarms. There was no blood in the tubing, and the connections were tight. The balloon volume had been decreased to 35, most likely due to insertion site partial kink. As a result, the patient was repositioned, and the hip hyperextended. The staff calibrated the fiberoptic, and there were no alarms after troubleshooting. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. The customer provided a picture which was reviewed. The photo showed the iabp display with ECG, ap, and bp waveforms present. The reported complaint could not be confirmed after the review of the picture. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.